Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive after charging the battery to 100% charge. The customer's blood glucose level was impacted (600 mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections and insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue (pump unresponsive: 120) was confirmed. The reported touchscreen issue was unable to be confirmed (71,213). In addition, a different issue was also found (170).

Event description:
It was reported that the pump had become unresponsive after the customer had previously charged the pump to 100% earlier in the day. Reportedly, after plugging in the pump to charge, the pump turned on and was emitting a high pitched noise. Although plugged in, the pump touch screen did not reflect that the device was charging. Subsequently, the pump touch screen was frozen. The customer pressed the wake button on the pump but was unable to turn the screen off and was unable to access the pump features. The customer's blood glucose level was over 600 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections and insulin pens available as alternate insulin therapy.